Event description:
A materials mgr reported no oscillation or "ip" during a cataract extraction with intraocular lens implant procedure. The surgery was completed with an alternate system with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).